Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 7/20/16, 7/21/16, 7/28/16, 8/3/16 - medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the product/lot code combinations. Per procedure, the liner and femoral head devices are exempt from device history record review. Reveiw of the femoral stem device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays were reviewed. The investigation can draw no conclusions with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 9/11/15- pfs and medical records received. After review of medical records for MDR reportability, the revision operative note indicated metal hypersensitivity, large effusion, necrotic tissue, metallosis, and shortening of leg. No labs were provided for the alleged high metal ions. Part / lot updated. The complaint was updated on 10/06/2015.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 06/13/2016, 06/16/2016 medical records received. Revision surgical note reported that the gluteus maximus was adhered down to the capsule of the hip joint and had to be bluntly dissected from the capsule.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient claim received. Patient claims her hip is "acting like the recalled hip" and suffers from "toxic levels" of chromium, swelling, and an irregular gait. Update rec'd (B)(4) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.